Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. The caller stated that the act and esc buttons were not working properly, requiring hard pressing to garner a response. It was also reported that other buttons were sticking, as well. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. Insulin pump received with cracked case on the display window corners, belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.